Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid cancer. Previously administered products included for an unreported indication: mirena in 2010, depo provera from 2006 to 2010 and birthcontrol pills. Concurrent conditions included hypothyroidism and pelvic pain female. Concomitant products included levothyroxine since 2011. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: perforation (fallopian tube). Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: lower abdominal pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr was received. Previously added injury nos was replaced with abnormal bleeding (vaginal) and new events abnormal bleeding (menorrhagia), dysmenorrhea, dyspareunia, lower abdominal pain, fallopian tube perforation were added. Date of insertion and date of removal were added. New reporters were added. Patient demographic was added. Outcome was added. Concomitant and historical drugs were added. Concomitant conditions were added. Event onset dates were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.